Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for evaluation following a valve implant, post-sensed t wave oversensing was observed. A programming change was made. Oversensing was not reproduced.